Manufacturer narrative:
The product is not available for evaluation as it remains implanted. Based on the current information, there is no confirmed failure. Due to the nature of the product, there is some variability in graft diameter between devices and catalogue number. Each lot is tested for water entry pressure, suture retention, and burst pressure. The lot history record was reviewed, during manufacturing all test samples passed testing for this lot. It is likely that the surgical technique contributed to the reported incident. As stated in the IFU, the potential complications with the use of this device include: life threatening complications which may occur in conjunction with the use of any vascular prosthesis include, but are not limited to: excessive suture hole bleeding; thrombosis; thromboembolic complications; infection; ultrafiltration or perigraft seroma; swelling of limbs; pseudoaneurysms; perigraft hematomas; skin erosion; steal syndrome; preoperative hemorrhage; aortoenteric fistula. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that the lifespan is thicker than usual and not conforming well when sutured, which caused bleeding at the suture holes during a arteriovenous bypass graft procedure. The procedure lasted longer from stopping the bleeding. No further complications or injury was reported.